Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. The minicaps were all white and there was a little red iodine on the bottom. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: lhs (previously submitted as none). Correction made to a2, a3a, a4-a6: ni (previously submitted as na). Correction made to b5: there was no report of patient injury or medical intervention associated with this event (previously submitted as there was no patient involvement). Correction made to d10: concomitant product: ni 5/19/2025 (previously submitted as na). Correction made to f10/h6: health effect - impact codes: replace f27 with f26. Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.